Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was restored back to normal settings. The patient condition was stable.